Manufacturer narrative:
Result: power coil cable.

Event description:
It was reported by service report that the foot section power coil cable was frayed and cut increasing the potential shock hazard. No pt involvement or adverse consequences are reported.